Event description:
It was reported during an explant procedure for high impedance, (reference MFR. Report#:3006705815-2019-01750 and 3006705815-2019-01751) the physician was unable to implant the new lead due the patient's anatomy.